Event description:
The customer called in to report that a button on the insulin pump is unresponsive. Blood glucose reading at the time was 57 mg/dl. Customer has treated low blood glucose with food. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with minor scratches on lcd window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.